Manufacturer narrative:
This report has been identified as b. Braun inc. Internal report number (B)(4). One used, unidentified extension set was received for evaluation. The set contained a hardened white substance throughout the fluid path, which could not be removed through the decontamination process. This substance prevented leakage testing from being performed. A thorough investigation could not be performed since the returned sample was not able to be functionally tested and information about the item number and lot number were not provided by the user facility. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: patient's linens noted to be blood soaked. Connection between luer lock cannula and microbore extension set leaking.